Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device motor has seized, was rough running and faulty. It also noted that the device failed pre-repair diagnostic tests for switch mode function, oscillation angle, trigger and electric control unit (ecu) function, switching function and power test. It was noted in the service order ¿handpiece was not working during a case.¿ it was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.